Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-18446. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instruct to not bury the tip in tissue. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that this fiber, which was used as replacement for a previous fiber that had diminished vaporization at 60,000 joules, exhibited the same issue. This fiber was also replaced, and the procedure was completed with a third fiber without clinical consequences to the patient. The fiber was returned, and analysis identified that the glass cap was detached. This report is for the second fiber.